Manufacturer narrative:
The customer¿s report that the tubing set was leaking from the upper fitment was confirmed due to lateral cracks on the upper fitment. Functional testing observed a leak from two lateral cracks on the upper fitment. The set were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside the primary set¿s tubing throughout the entire set. No anomalies were observed during initial visual inspection. The pump module was visually inspected for any signs of damages at where the primary set¿s upper fitment of the pump segment would load. No anomalies or damages were observed. Functional testing was performed and small droplets were observed leaking from two lateral cracks at the upper fitment. Closer inspection of the cracks under a lab microscope measured the first crack to be 0.4625in and the second crack to be 0.4575in long. The root cause was due to issues in manufacturing.

Event description:
It was reported that the rn noticed that there were IV fluids dripping onto the floor from the base of the pump channel during a primary infusion of sodium chloride 0.9% 500ml, infusing at a rate of 20ml/hour. The rn removed the tubing set and upon further assessment found that the tubing set was leaking from the upper fitment. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Concomitant medical products: one non-bd connector; one used unknown bd concomitant; two curos caps. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
It was reported that the rn noticed that there were IV fluids dripping onto the floor from the base of the pump channel during a primary infusion of sodium chloride 0.9% 500ml infusing at a rate of 20ml/hour. The rn removed the tubing set and upon further assessment found that the tubing set was leaking from the upper fitment. The customer further stated that there were no adverse effects caused to the adult patient from the event.